Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue and replaced the touchscreen and completed required testing as well as calibrating the screen.

Event description:
The customer reported that the touch screen failed. There was patient involvement, but no one was harmed.

Manufacturer narrative:
Date rec'd from MFR: 12oct2019. The resistance and resistance ratio were out of specifications. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen failed there was patient involvement, but no one was harmed.